Manufacturer narrative:
Product has been received in anticipation of investigation. Once evaluation is complete, a supplemental report will be submitted if applicable.

Event description:
The customer reported that her blood glucose reached 262 mg/dl after wearing between 1 and 4 hours. The cannula may have been out of her skin.